Event description:
Radiometer complaint reference: (B)(4). According to the complaint, the customer experienced some of the abl90 analyzers could not send the data to aqure (serial number: (B)(6), with the following error message in the log files: "exception in reportpatientobservation message automapper.auommappermappingexception: error mapping types.

Manufacturer narrative:
Date of event is estimated based on manufacturer awareness date. Serial number of device: (B)(6).